Event description:
According to the user, the clips of the anastoclip did not close properly.

Manufacturer narrative:
We have received the complaint device for evaluation. We observed the clips were properly positioned on the tip of the jaw. When we attempted to release the clips from the applier, we observed the clips did not close completely and failed the gap specification. We noted that there was not enough stack pressure when we pushed the clips downwards. However, when we removed the back cover of the anastoclip and attempted to eject the clips, the clips closed and released properly. Based on our device evaluation, it is likely that the device was not assembled properly during our manufacturing process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during the pre-use check. The surgeon used another anastoclip to clip the vessel.